Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the act button was unresponsive. The customer's blood glucose was 529 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injections. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. We were unable to perform displacement test, operating currents, self-test, off no power, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The insulin pump was received cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.